Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 51 mg/dl at the time of incident. Customer also reported that the sensor had sensor updating, change sensor alert and calibration not accepted alert. The insulin pump will not be returned for analysis.